Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that failure to capture was observed on the right ventricular lead; the asymptomatic patient presented to the operating room for repositioning procedure. During procedure, it was noted that the lead exhibited failure to retract the helix. On (B)(6) 2017 the lead was explanted and replaced. The patient¿s condition during and post procedure was stable.